Manufacturer narrative:
(B)(4).

Event description:
After emptying the pump completely, the physician was only able to refill the pump with 35 ml instead of 40 ml. Aside from this, the pump seemed to be "working regularly". The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.